Event description:
It was reported that during an unknown the procedure part of the jaws broke off into the patient. The piece was removed from the patient through the trocar. The case was completed with another device of the same product code. There were no patient consequences reported. One device will be returned.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the upper jaw detached and not returned. The device was tested with a generator and the device performed as required during testing; although all testing could not be completed due to the top jaw detached. There is insufficient evidence related to what caused the damage; a probable cause of the damage to the jaws could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.